Manufacturer narrative:
The product was discarded by the hospital and was not available for return to the manufacturer. Therefore, an evaluation of the device performance was not possible. This was the only report of a broken distal catheter from lot number a50662. A check of manufacturing records showed no anomalies.

Event description:
It was reported that the distal catheter broke during implantation.